Event description:
While doing a routine total hip, the 59mm reamer broke. Update (B)(4) 2015 - follow-up information from sales representative states, "the reamer basically broke in 2, the portion where the reamer driver attaches came away as a ring from the actual basket portion." Complaint updated (B)(4) 2015.

Manufacturer narrative:
Examination of the returned instrument confirmed the bottom portion of the grater head broke off from the cup portion. Previous investigations found the cause is attributed to an improper heat treat process by a secondary vendor of the manufacturing supplier. As a result of additional reports against this product code and similar failure preliminary risk assessment (pra) and health hazard evaluation (hhe) (B)(4) was held and details the conclusion that minimal patient risk was identified. Corrective action has been established, and can be traced through supplier CAPA (B)(4) and depuy CAPA (B)(4). The date code a0508 indicates the instrument was manufactured in may of 2008 and is over 7 years old. Continue to monitor through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.